Event description:
The customer reported to vyaire medical that the bellavista 000 us alarmed and showed vent failure notification. It is also confirmed alarm 401 - "inspiration valve or device leaky". Furthermore, there was a patient involvement associated with the reported event but no harm reported.

Manufacturer narrative:
A vyaire technical support reviewed the log file of the unit. The alarm 401 (due to error 4, too low or unstable blower pressure) triggered intermittently during start-up procedures in combination with alarm 300. Since a software update from v6.0.1200.0 / 6.0.1300.0 to >=v6.0.1600.0 caused by a wrongly configured blower type. This unit is equipped with a micronel blower but the configured blower type is moog. This incident was evaluated and was found out most likely the blower type change is not saved during production, as patch 12 / 13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch >=16. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.